Event description:
A physician reported four cases concerning ceeon 911a. One case concerned a pt (age and gender unknown) who underwent cataract surgery and was implanted with ceeon 911a foldable lens on an unspecified date. One month following surgery the pt developed chronic macular edema. The pt was treated with steroids and recovered completely from the event. At the time of this report no details of the lens, batch number or expiry date were provided. The event is considered serious/intervention required.